Event description:
Reported right sided breast implant. Chest pain related to ruptured right implant. Infection related to ruptured right breast implant. Grade 3 contracture of left implant. Fever post-op.